Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial test inr = 2.6; first retest inr = 3.0; second retest inr = 1.2. Testing was performed on different fingers of the same hand. Tests conducted within 5 minutes. Therapeutic range 2-3.

Manufacturer narrative:
Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.